Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient who experienced pulseless electrical activity (pea) cardiac arrest during impella cp support. The patient required around 25 minutes of cardiopulmonary resuscitation (CPR) with multiple doses of epinepherine, 2 amps of bicarb and also calcium. The patient eventually regained pulse. Two additional units of bicarb were administered with substantial improvement in heart rate and stabilized hemodynamics noted. Impella was turned down to p2 during CPR and back up to p8.¿ the patient recovered with sequelae. As support continued, pea arrest occurred again. Six rounds advanced cardiovascular life support (acls) were provided while the impella was at p2 and code was called. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.